Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms. Customer's blood glucose was 337 mg/dl and was 465 mg/dl during doctor's appointment. Troubleshooting was performed and customer was not able to resolve issue due to customer being on his way home and not able to change set. Customer would call back if issue persisted.